Event description:
A (B)(6) female patient contacted zoll customer support to report that the monitor's response buttons were stuck and would not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button stuck) has been confirmed. Upon receipt the front response button was stuck inside the monitor. The cause for the stuck response button was a contamination inside of the response button. The root cause for the contamination cannot be positively determined but is likely ingress of unk substances due to a missing response button cover. No adverse event resulted from the defective response button. The patient was issued a replacement monitor.